Manufacturer narrative:
A complete lead was returned in one piece with connector boot separated from the molded connector assembly. The reported events of infection and burn mark were confirmed. Examination of the lead found electrolyte corrosion on the connector ring. External compression damage was found consistent with procedural damage at the time of implant. The damage would have allowed body fluid ingress into the connector lead to shorting between conductors.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) system was extracted due to unrelated infection. During the extraction procedure, the right ventricular lead would'nt readily come out of the port. The physician had to pull the lead out, which caused the lead to break. Additionally, when the physician elected to remove the left ventricular lead pin, black burn marks were noted in the left ventricular port of the device. The entire system was explanted. The patient was stable post procedure.